Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead exhibited noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable pulse generator (ipg) exhibited "false warnings". The patient also reported that there was "noise on the lead that was in the muscle" and that "they had to turn it off at one point". The lead remains in use. The ipg has been explanted and replaced. No patient complications have been reported as a result of this event.